Event description:
The user facility reported that during a patient procedure the touchscreen, mouse, and keyboard of their harmony iq 2800 integration system had stopped working. User facility personnel disconnected the usb extenders from the system then reconnected them resulting in a procedure delay. The system was working upon reconnection of the usb extenders, and the procedure was completed successfully. No report of injury.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the system and found that the usb extenders had failed resulting in the reported event. The technician replaced both the tx and rx extron usb extenders, tested the system, confirmed it to be operating properly, and returned it to service. A complaint review indicates this to be an isolated event. No additional issues have been reported.